Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue; no details of the event were provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1: submitted: 09/16/2015, the pump was returned to the manufacturer and investigated by product analysis on 09/16/2015 with the following findings: review of the black box data and download history revealed the last basal delivery and the last bolus delivery were on (B)(6) 2015. There is record of ¿loss of prime¿ recorded on (B)(6) 2015 at 11:30. Delivery from the pump never resumed after the loss of prime alarm. Battery cap and cartridge cap was not returned with the pump for investigation; test caps were used to complete the investigation. On investigation, the pump powered on normally and was exercised for 24 hours without errors, alarms or warnings occurring. The daily insulin delivery totals correctly reflected the programmed basal rates. Delivery accuracy testing was performed and the pump delivered accurately within the required range. Investigation did not duplicate a pump malfunction and the pump was found to be operating as intended and within the required specifications.